Manufacturer narrative:
The ventilator and pt circuit that was in use at the time of the reported event were returned to the MFR for investigation. The device was evaluated using the plv final test procedure and passed all phases of testing. The ventilator's audible alarm was found to annunciate appropriately for all pt and device generated alarm conditions. The ventilator was operated in conjunction with an ingmar medical test lung for 24 hours and the reported condition (device shut down) could not be duplicated. The MFR concludes the ventilator operates and audibly alarms as designed. The reported malfunction could not be duplicated or confirmed. There was no serious pt harm or injury. No further action is required.

Event description:
The MFR received info alleging a ventilator shut down without audibly alarming while in pt use. The pt reportedly experienced respiratory distress but did not require medical intervention. The pt was placed on a back-up device without incident.